Manufacturer narrative:
A steris service technician arrived onsite and was unable to locate the armboard subject of the reported event. The armboard subject of the reported event was manufactured in 2006. The expected useful life of the armboard is 5 years under normal use. The anesthesia armboard operating instructions states, "warning-safeguard patient: inspect all surfaces and hardware of armboard prior to use. Do not use equipment if worn, damaged, or pieces are missing". The armboard subject of the reported event is not under steris service contract and is serviced and maintained by ge biomedical.

Event description:
The user facility reported that the anesthesia armboard detached from the surgical table during a patient procedure. No procedural delays/cancellations were reported. The user facility would not provide additional event information.